Event description:
It was reported that a pt, who had received v.a.c. Therapy in 2009 for a septic right-hip wound, required surgical exploration of the wound after it was noted that the pre-existing infection had not resolved and the wound was not healing. During surgical exploration of the wound (exact date not provided), it was reported that a piece of foreign material (2.5 cm by 3.5 cm), alleged to have been a piece of v.a.c. Granufoam, was noted in the wound and removed. The pt's physician reported that pt's infection resolved within three weeks upon the removal of the foreign material.

Manufacturer narrative:
The foreign material that was removed from the pt's wound was not returned to kci for confirmation that it was a foam used with v.a.c. Therapy. Kci is filing this report due to possible use error as it was reported that foreign material alleged to be a kci product may have been left in the pt's wound by the healthcare providers and was surgically removed. V.a.c. Labeling warns, "v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster in growth of tissue into the foam, creating difficulty in removing foam from the wound, or lead to infection or other adverse events."